Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On 29mar2018, it was reported that fevers/purulent drainage increased from sternal wound on (B)(6) 2017. The patient has been discharged.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. The patient remains ongoing with the left ventricular assist system (lvas)support. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 day.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed post-operative leukocytosis which has had no interventions, vancomycin infusion was administered and discontinued on (B)(6) 2017. Leukocytosis was being monitored, with no intervention following vancomycin discontinuation until (B)(6) 2017 when leukocytosis and fevers progressed. On (B)(6) 2017, the patient was extubated. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). Vancomycin infusion was restarted. On (B)(6) 2017, patient was re-intubated. It was unclear the origin/introduction of infection. It was reported that there was an ongoing concern for pump involvement. Interval improvement in patient¿s condition with decreased pressor requirements and leukocytosis, however, long term course was still grave given septic shock with bacteremia, empyema status post lung video-assisted thoracoscopic (lvats) with decortication and respiratory failure. Tracheostomy placed on (B)(6) 2017. It was reported that a cardiac event on (B)(6) 2017 was related to the ongoing infections. On (B)(6) 2017 the patient was found to be tachypenic, tachycardic (not vt) and in acute distress shortly after mediastinal drains were removed. Of note, there was a hissing sound when the drain was removed. A chest x-ray revealed a small pneumothorax. Patient endorsed difficulty breathing, anxiety, and pain in the abdomen that was not reproducible upon exam. Patient was then placed on bilevel positive airway pressure (bipap). Follow up chest x-ray did not show a size in the pneumothorax, it was felt to be too small to explain the degree of distress. Progression continued to urgent placement of an arterial line and intubation for respiratory distress. Medication changes that took place during that time were: given 0.5 mg once hydromorphone on (B)(6) 2017. Discontinued 300 mg tid gabapentin on (B)(6) 2017. Discontinued 10 mg tid hydralazine on (B)(6) 2017. Discontinued 10 mg tid isosorbide dinitrate on (B)(6) 2017. Discontinued 3.375 g q8h zosyn on (B)(6) 2017. Given 4.5 g once zosyn on (B)(6) 2017. Discontinued 3.125 mg q8h captopril on (B)(6) 2017. The patient is still on lvad support. Of note, the lvad system itself is running fine. On (B)(6) 2017, biventricular his pacemaker was removed in the setting of growing bacteremia and sepsis. All other lines were removed and replaced as well for source control. The patient is still hospitalized and in critical condition but is improving slightly. No additional information was provided.